Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1886.troubleshooting was performed. No harm requiring medical intervention was reported. Customer will discontinue to use of the device. Device mmt-1886 returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Test p-cap locks properly into the reservoir compartment; however, a partially broken retainer ring was noted during visual inspection. The following were noted during visual inspection: corroded battery tube, scratched case, cracked case, stained keypad overlay, cracked case (battery tube), battery tube threads - cracked, pillowing keypad overlay, partially broken retainer, and label damage. Cosmetic damage was confirmed at the battery compartment. Moisture damage was confirmed found on the battery tube. Retainer ring damage was confirmed during visual inspection. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.